Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to a protruded/loose drive support disk. A cracked case and scratched lcd window was also noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed no delivery several times in one day. The blood glucose reading was 86mg/dl. Troubleshooting was performed; the drive support cap fell out and kept coming out when the customer rewound the device, but the customer pushed it back in. Advised the caller that the insulin would be replaced and revert to back up plan. No further information was provided.